Manufacturer narrative:
Secondary intervention. Stent deformed by accessory equipment.

Event description:
A 2.75 mm diameter x 24 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal lad lesion. Lesion morphology was reported to be moderate tortuosity with moderate calcification and 70% stenosis. It is unknown if the lesion was pre-dilated. It was reported that the stent was successfully implanted. The physician inserted a balloon for post dilatation of the stent. After post dilatation the guide catheter slipped into the lad causing the stent to overlap upon itself, slightly. It was reported that a second endeavor drug-eluting stent was implanted to cover up the proximal overlap. The pt was reported to have angina and also showed st elevation in lad territory. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed outside the united states; however, it is similar to the united states distributed product.